Event description:
It was reported that the programmer generated an error. Follow-up determined that this was right at start-up of the programmer and that the programmer was changed out. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis and that its label was missing its back coating. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head failed uplink tests and therefore its cable was replaced to resolve and it was further noted that its label was missing its back coating and therefore the label was replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).